Event description:
On (B)(6) 2011, outpatient cath/pci with placement of 2.25x18 xience nano rx in mid circumflex. Discharged on asa and plavix. On (B)(6) 2011, direct admission from office after developing chest pain in cardiac rehab. Films reveal 75% focal proximal stenosis prior to previously placed stent, geographically separate. A 2.25x12 xience nano rx deployed in proximal circumflex. Discharged on asa and plavix. On (B)(6) 2011, admitted through ER with non stemi. Taken to ccl (B)(6) 2011, films reveal 100% occluded proximal circumflex with thrombus. Ivus to measure vessel. Manual thrombectomy with export catheter. A 3.5x15 xience v rx placed in proximal circumflex and post dilated with 3.5x12 nc quantum apex. Question of plavix resistance. Pt discharged on asa and prasugrel.